Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that the right atrial (ra) lead could not be fixed in the right atrial appendage during use. The ra lead was exchanged. No obvious injury was caused to the patient. The operation was completed smoothly. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were noted. The reported event was the lead could not be fixed. A complete lead was returned in one piece with all tines intact. Visual and x-ray inspection did not find any anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.